Event description:
The primary operation with oasys was (B) (6) 2009. For the treatment of kyphosis laminoplasty, it was conducted for c3-c6 with lateral mass screws. At the follow up on (B) (6) 2010, it was found that lateral and medial sides of blockers at c3 were coming off from the screws. The loosening of the screws was not found on x rays. Revision surgery is planned on (B) (6). The surgeon wants to know why blockers were coming off from the screws instead of the screw becoming loose.

Manufacturer narrative:
Additional information has been requested and, if made available, will be reported in a supplemental.